Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise and low r-waves were also observed on the rv channel as well causing the physician to believe there may be insulation damage with the lead. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.